Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zlb00 25.0 diopter intraocular lens was explanted due to patient dissatisfaction and waxy vision. There was no incision enlargement and patient is doing okay. No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned for investigation. Therefore, the customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The product was manufactured according to specification. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. A search of complaints revealed that no similar complaints were received for this production order number. Labeling evaluation: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the results of the investigation, no quality product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.